Event description:
It was reported that during a procedure this pacemaker inappropriately stored four signal artifact monitor (sam) episodes and disabled the minute ventilation (mv). The events recorded high out of range pacing impedance measurements and noise oversensing on the right atrial (ra) and right ventricular (rv) leads. No adverse patient effects were reported. This pacemaker remains in service.